Event description:
Caller reported an advantage system blood glucose result of 285 mg/dl. Customer presented symptoms of hypoglycemia 30 minutes later, son called 911. Emergency personnel's system result was 25 mg/dl. Customer was treated with an unspecified IV, transported to hospital, admitted for 2 days. A request was made for the return of the strips and meter, replacement sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.